Event description:
A us distributor contacted zoll to report that a patient developed a raw blister, waist pain and shoulder pain under the lifevest equipment. Patient reports that the device is heavy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed mupirocin for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.